Event description:
It was reported to philips that allura device would not power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power on. Upon troubleshooting, fse identified that defect in main power distribution control unit (mpd). To resolve the issue, fse replaced the mpd control unit. The part analysis of mpd control unit was performed, and the cause of the failure was ¿electronic defect¿ and mpd unit do not have enough power was identified. After the replacement of mpd control unit, the system returned to use in good working order. The codes were updated based on the investigation outcome.